Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified vessel in the forearm. Three peripheral cutting balloons of different sizes, namely, 5.00mmx2.0cmx50cm and 6.00mmx2.0cmx50cm, were selected for use. During the procedure, it was noted that all three balloons ruptured at about 3 to 4 atmospheres during the initial inflation. Despite the noted issue, the target lesion was dilated successfully with the third balloon. The balloons were completely removed from the patient's body without any problem and the procedure was completed with another of the same device. No patient complications were reported.